Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was connected to the transmitter and the green light did not flash. Customer reported that the sensor was removed and the electrode was missing. The customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The sensor is being replaced and is expected to return for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomalies due to customer did not return insertion needle.